Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to impedance issues, loss of capture, high pacing thresholds. Additionally, the patient experienced syncope. New lead was replaced. No additional adverse patient effects were reported.